Event description:
The customer reported to olympus, the insufflator, had a power or front panel issue and was not turning on. The issue was discovered during preparation before use. There was no patient harm associated with the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. H4 has also been updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven years since the subject device was manufactured. Based on the results of the investigation, the root cause of the events could not be determined. Olympus will continue to monitor the field performance of this device.